Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high pacing threshold measurements and the patient was experiencing diaphragmatic stimulation.